Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the analysis of the lead did not reveal any device condition that would have contributed to the dislodgement. The electrical characteristics exhibited normal coil continuity. As received, is-1 connector pin was missing and the lead was cut off. This damage is consistent with that occurring at time of surgical procedure.

Event description:
The lead was explanted when repositioning due to dislodgement was unsuccessful.